Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor siltex round moderate profile 300cc saline prosthesis, catalog #3542645, lot #120434. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor siltex round moderate profile 300cc saline prosthesis. Deflation was diagnosed through a physician¿s examination on (B)(6) 2018. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 112929 was reviewed on 5/17/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The failure analysis lab completed the investigation of the returned device on 5/30/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor siltex round moderate profile 300cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device, or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The complaint was confirmed. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/27/2018, mentor became aware that as a result of the right breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 325cc saline catalog #3501650 lot #7473402 sn #(B)(4) and mentor smooth round moderate profile 325cc saline catalog #3501650 lot #7517205 sn #(B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).